Event description:
The lay pt contacted lifescan alleging that her one touch ultra meter was reading inaccruately low. The pt obtained a result of 165 mg/dl on the reported meter at 8:30 am on march 15, 2006. At 12:30 pm the patient collapsed and was taken to the hospital. A blood glucose level "over 500" was obtained at the hospital. The pt took food, medication, or particpated in activities to affect her blood glucose level between the testss; the specific action the pt took was not provided. The pt received insulin as treatment from a medical professional. She was admitted to the hospital for one week. She stated that her blood glucose levels went up and down while she was hospitalized. The customer service agent (csa) discovered that the pt cleaned the puncture site incorrectly, which can contribute to inaccurate results. The patient was unable/unwilling to provide the following information: the technique used to apply blood to the test strip, the expiration date or discrad date of the test strips, the test strip condition, or if the meter code matched the test strip code; any of which can contribute to inaccurate results. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. It would have been helpful to have information regarding the patient's diabetes treatment regimen, specific patient symptoms and actions taken prior to going to the hospital, the patient's admission diagnosis to the hospital, and specific treatment receiving in the hospital. The complaint is reported because the patient was admitted to the hospital with hyperglycemia after testing her blood glucose level with the product and receiving a blood glucose result of 165 mg/dl.